Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2019 by the bulletin of the hospital for joint diseases, titled ¿clinical outcomes of open subpectoral biceps tenodesis with cortical button fixation¿. The study reviewed sixty-one (61) patients that underwent osbt with cortical button fixation, using biceps button® (arthrex). During the 5-year follow-up period, nine (9) patients experienced extension deficit of 5° postoperatively. Source: baron, s. L., et al. (2019). "Clinical outcomes of open subpectoral biceps tenodesis with cortical button fixation." Bull hosp jt dis (2013) 77(4): 238¿243.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.